Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. The customer¿s blood glucose level was 2.6 mmol/l. Itr was reported that they had performed self test and delivery volume test were passed. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.